Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an out of range pace impedance alert on the right ventricular (rv) lead. The rv lead impedances were greater than 2000 ohms. In addition, minute ventilation was programmed on which caused noise that led to oversensing and pacing inhibition. At this time, the patient was checked and minute ventilation was programmed off. The impedances have returned to stable values. This pacemaker remains in service. No adverse patient effects were reported.